Event description:
Caller states that the patient was experiencing symptoms of hypoglycemia at the time of a nano meter result of 75 mg/dl, but because the reading was normal, the patient was administered her normal insulin dosage based upon the reading. A lab draw was performed within 5 minutes of the meter reading; however, the patient continued to have symptoms of hypoglycemia but was not treated with d50 until the lab result of 50 mg/dl came back. The caller was unable to provide any estimation of the length of time that the patient went untreated for hypoglycemia, nor what the dosage of d50 was that the patient received based upon the lab reading. The patient did not lose consciousness. The patient is currently fine. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.